Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2003 explanted: (B)(6) 2022 product type catheter product ID 8578 lot# n208145006 implanted: (B)(6) 2009 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial #: (B)(6), ubd: 07-jan-2005, UDI#: (B)(4) ; product ID: 8578, lot #: n208145006, ubd: 07-jan-2005, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had their pump system removed on (B)(6) 2022 due to a cerebrospinal fluid (csf) leak. The patient had been dealing with positional headaches and fluid collection in their back which had persisted after system removal. The patient previously had a blood patch that did not resolve the issue. In an attempt to avoid another surgery they decided to tap the would at bedside and place a pressure dressing on. The patient tolerated this well with no reported complications.